Event description:
A user facility nurse reported to fresenius that a blood leak occurred during the patient's continuous renal replacement therapy (crrt) on the multifiltratepro machine. The prefilter pressure membrane burst and blood leaked all over the machine and the floor. Prior to the burst, it was noted that the pressure was from 800mmhg to 1000mmhg. The blood contaminated the machine requiring machine downtime to replace the contaminated parts. The machine and cassette were exchanged within one hour of the event. It is unknown how much blood loss the patient experienced. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported to fresenius that a blood leak occurred during the patient's continuous renal replacement therapy (crrt) on the multifiltratepro machine. The prefilter pressure membrane burst and blood leaked all over the machine and the floor. Prior to the burst, it was noted that the pressure was from 800 mmhg to 1000 mmhg. The blood contaminated the machine requiring machine downtime to replace the contaminated parts. The machine and cassette were exchanged within one hour of the event. It is unknown how much blood loss the patient experienced. Additional information requested but has not been obtained.

Manufacturer narrative:
Investigation: batch production record controls resulted with conformity. Non-conformity was not observed during manufacturing process. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. There is no indication that the reported failure relates to falsification. The complaint sample is not available. The examinations informed below were applied to the retained samples. Visual inspection: the samples were checked for component defect, assembly failure, conformity with the product specification. Leakage test: the samples were checked under air/liquid pressure for leakage. As a result of examination, no failure detected on the retained samples. The complaint was admitted, however exact reason of the defect could not be determined due to absence of original sample examination. Possible reasons of the defect might be related to raw material or connection/user handling process, but not limited to.